Manufacturer narrative:
B5: additional event description added. D4. Lot added. D4. Expiration date added. D4. Primary UDI number added. H4. Device manufacture date added.

Event description:
Additional clinical narrative reports an 85-year-old male undergoing high-risk percutaneous coronary intervention (hrpci) with a pre-support clinical state consistent with scai shock stage a was planned for impella cp support via right femoral percutaneous arterial access. During the procedure on (B)(6) 2026, the impella cp pump was unable to be advanced through the 14fr x 25 cm peel-away introducer sheath. The procedures were aborted due to introducer sheath kinking resulting in failure to advance the impella cp devices. The event was attributed to delivery resistance within the sheath, with no confirmed device malfunction or the remained hemodynamically stable to explant.

Manufacturer narrative:
H6: omitted code a150206 and added code a040601 per a review of the complaint file.

Manufacturer narrative:
D9 updated; the product has been returned. The investigation is still ongoing.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was needing an impella device for mechanical circulatory support. The impella cp was unable to pass through the introducer. Kinks were seen in the peel-away sheath and were visible with fluoroscopy. No further information was provided as to the outcome for the patient.